Event description:
Information received from the field notes that during a pacemaker check, the device was not pacing and it could not be interrogated. The patient was in poor health and a decision had not been made to replace the pacemaker.